Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and an evaluation was performed to investigate the reported issue. A review of the device logs verified the reported issue of a high drain 102 alarm. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. A simulated therapy was performed successfully using the returned device. A visual inspection was performed with no abnormalities noted. The device passed both electrical and functional return instrument testing evaluation (rite). The device met specifications during testing, and the alarm was unable to be replicated. The cause of the alarm was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a high drain 102 (night drain cycle two) alarm. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume). This alarm occurred during drain two of four of peritoneal dialysis therapy. The patient had drained a total of 5128ml before alarm sounded, with a last fill volume of 1500ml. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.